Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2017-01201. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2012 due to blood clots. Plaintiff alleges attempted retrieval on (B)(6) 2012. Plaintiff is alleging device is unable to be retrieved, embedded ivc filter, pain.

Manufacturer narrative:
. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received: patient additionally alleges two failed inferior vena cava (ivc) filter removal surgeries, due to the filter being embedded in the wall of the ivc and could not be captured. Patient also alleges a prong perforated the aorta. Per a filter retrieval report (attempted): "impression: the hook of the filter appears to be impaled within the ivc wall and could not be captured. Therefore filter was not removed". "Patient tolerated the procedure well. There were no immediate complications". Per a report from computed tomography (CT): "¿ positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of 4 prongs have perforated the ivc series 3 image 117. Maximum distance prongs perforated 4 mm series 3 image 117. Coronal images 3 degree tilt right to left series 604 image 78. Sagittal images 6 degree tilt anterior to posterior series 605 image 111. Diameter of ivc directly above filter 17-mm x 21-mm series 3 image 106. Attention: a prong has perforated the aorta best appreciated on series 3 image 117 and series 604 image 73".

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, embedded ivc filter tip (tilt), pain-'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.